Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected for use. After achieving femoral access, a transseptal puncture (tsp) was performed using a nrg radiofrequency (rf) needle and a non-boston scientific (bsc) sheath. After crossing the septum, a balloon was selected for use to dilate the septum. After the balloon was removed from the appendage, the dilator was reinserted into the trusteer sheath to advance the sheath. It was at this time a thrombus was noted at the puncture site on the non-bsc wire at the tip of the trusteer. At the time the trusteer was in the right atrium and the non-bsc wire was in the left atrium. The physician aspirated through sheath and the sheath was removed. The procedure was rescheduled for one month. The patient discharged home and there were no further complications reported.